Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information was received indicating that the suspected cause for high threshold was the age of the lead. The lead was surgically abandoned. No additional adverse patient effects were reported.